Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses for treatment of a rupture aortic aneurysm. After implantation, it was noted the patient had a proximal type I endoleak. The physician implanted aortic extender components and a palmaz stent. The endoleak still persisted. It was decided to convert the patient to an unplanned aorto-uni-iliac with a femorofemoral bypass. It was reported the patient tolerated this procedure reasonably well. The patient was in critical condition and was taken by general surgery for an exploratory procedure due to expanding abdomen and increasing bladder pressure. Information was received from medical device tracking that this patient expired the same day the device was implanted. A cause of death was not available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.